Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported being hospitalized due to a coma after time/date lost during battery change. Due to incorrect time settings, the patient received the wrong amount of insulin at the wrong time. Caller stated blood glucose level was 1.9 mmol/l; was treated with an infusion. Requested return of the alleged device for evaluation.